Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was deactivated and a new lead was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.